Event description:
Tip of primary tubing broke off and left the tip in the patient's clear connector cap. Patient's line was being removed to heparin lock/flush, the securement was untwisted, and the tip was pulled to be removed and found to have snapped and got stuck in patient's clear cap sterile cap change was performed, line was flushed and heparinized. Tubing was saved to be looked at if needed recommend watching for other cases of this event the end of the primary tubing snapped off inside of the cap when it was being removed. Manufacturer response for IV tubing, (brand not provided) (per site reporter) meeting weekly to review new leaking events.